Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains in service at this time

Event description:
Additional information was received indicating revision is being postponed as the patient is undergoing radiation therapy. No further information is available at this time. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains in service at this time. Additional information was received indicating revision is being postponed as the patient is undergoing radiation therapy. No further information is available at this time. No adverse patient effects were reported.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.